Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issue and fluid leak cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) device that would not inflate due to fluid loss as a result of a hole/ connection issue in the proximal end and tubing. All components were explanted and replaced. There were no patient complications reported for this event.